Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was difficulty advancing the sheath and a second femoral access puncture was performed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).